Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The rite (return instrument test/evaluation) test was performed. The device passed rite functional test (B)(4). The device failed rite electrical test (B)(4) due to an additional, unrelated issue of failed ground bond test. The assignable cause for the additional issue of failed ground bond test was determined to be a loose setscrew on the door post. Door post will be scrapped during servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.